Event description:
3 fr arrow PICC line inserted to pt's left antecubital without difficulty. Policy and procedure followed. When guide wire removed, noted fraying at end. Sent to x-ray to confirm placement. PICC line tip in right atnum. On x-ray, noted foreign body to pulmonary artery. Several physicians reviewed the chest x-ray and confirmed a small wire. Interventional cardiologist consulted. Pt was later taken to cardiac cath lab for removal of wire. Pt was later discharged to home with no complications.